Event description:
A ventilator was returned to the manufacturer for maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the o2 flow test had failed on the device. The device's oxygen blender pca needs to replace to address the issue.